Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours on the hips/buttocks. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient changed out the pod and gave correction bolus. The pod is leaking.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle mechanism failing to deploy as intended. The device ran for 1084 pulses and was deactivated by the user. Fluid was able to pass through the fluid path without struggle. A leak test found no signs of leakage. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.